Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized for high blood glucose. The patient's blood glucose at the time of hospitalization was 575 mg/dl. The customer was vomiting a lot and he had ketones; he was hospitalized in order to prevent full-blown diabetic ketoacidosis. The patient was treated with an insulin drip and fluid IV. Troubleshooting was initiated and the insulin pump passed the self test. The customer's mother changed the infusion set and insulin exited the tubing without issue or alarm. No products were returned or replaced.